Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and had a hemodialysis access placed. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was attempted several times with the patient¿s associated clinic. However, no further clinical information was able to be obtained. Therefore, follow up was performed with the patient¿s wife who stated the patient was in intensive care at the hospital. The patient¿s wife was not able to provide any additional details about the nature of the peritonitis event. It was reported the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient¿s wife could not provide the cause of the peritonitis. However, it was reported the peritonitis is not related to fresenius products. No further information is available.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified no discrepancies. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and had a hemodialysis access placed. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was attempted several times with the patient¿s associated clinic. However, no further clinical information was able to be obtained. Therefore, follow up was performed with the patient¿s wife who stated the patient was in intensive care at the hospital. The patient¿s wife was not able to provide any additional details about the nature of the peritonitis event. It was reported the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient¿s wife could not provide the cause of the peritonitis. However, it was reported the peritonitis is not related to fresenius products. No further information is available.